Manufacturer narrative:
During the inspection of the devices returned it was determined that one of the set screws returned did not show any signs of being locked down on the construct. There were signs of the initial threading of this set screw but no signs of final locking of the device. In the surgical technique for this system it instructs that final locking needs to be done. This most likely was the cause of the set screw coming loose in this construct. Also under the patient selection section of the instructions for use it states that "in some cases, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the device. For such cases, orthopedic devices can only be considered a delaying technique or temporary relief". Since the patient has severe kyphosis this may have contributed to this occurrence. The IFU also warns "a condition of senility, mental illness, alcoholism, or drug abuse. These conditions, among others, may cause the patient to ignore certain necessary limitations and precautions in the use of the device, leading to implant bending, loosening, breakage or other complications." Since the patient is mentally disabled this may also have contributed to this occurrence.

Event description:
During a follow up visit it was discovered that the construct on the posterior spinal fusion (occiput - c5) had come apart. The set screw had come loose from the pedicle screw and two pedicle screws pulled out of the bone. The patient was revised on (B)(6) 2015.